Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mini trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery that was non-tortuous, non-calcified and 60% stenosed. The mini trek rx 2.0 x 20 mm balloon dilatation catheter was not inflating at all. Another same size mini trek was attempted to be used but the same issue occurred and the balloon did not inflate at all. A non-abbott balloon dilatation catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.